Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. No physical damage was observed on sensor patch and no issues were observed with the adhesive. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Shelf life studies, product monitoring, and dose audits were performed during product development and on market performance continues to be monitored at adc. Issue is not confirmed. N/a was selected - PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction at the site of the adc device, with symptom of pain and a wound. The customer had the site examined, and was prescribed antibiotic ointment for treatment. There was no report of death or permanent injury associated with this event.